Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm during fill tubing. Customer's blood glucose at time of incident was unknown. Customer stated that insulin pump spattered insulin and numbers didn't appear on the screen. The customer stated that he got a compromised force sensor alarm. The customer was asked to stop using the pump and advised that patient got a replacement pump.